Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had bolus anomaly. Customer's blood glucose at time of incident was 258 mg/dl. Customer reported bolus history doesn't display all entries based on their recollections. The customer was advised to remove reservoir, rewind pump, reinsert reservoir and run manual prime/fill tubing. Customer was advised to program a 0.2 unit normal or easy bolus into the air. Customer was unable to finish the troubleshooting due she has to go. Customer will attempt to call back. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 258 mg/dl. Customer was treated with the insulin shot.